Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous, non calcified, middle left anterior descending (lad). On the 1st inflation during pre-dilatation, the 2.5 x 15 mm apex balloon ruptured at 10 atmosphere. The apex balloon was successfully removed intact from within the pt. Pre-dilatation was completed with an unk balloon. There were no pt injuries or complications reported. Pt's status listed as "good".